Event description:
Zyno medical administration set ref bx-70071-df, lot (10): 2503033, exp (17): 2026-04-02. While priming medication in the tubing, a leak was noted from the tubing, at the y just prior to the needless injection site.